Manufacturer narrative:
Device passed displacement test, self test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test. No motor error alarm, compromised force sensor system alarm and audio or beep anomaly noted. The motor was tested outside of the device and passed. Device received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm and compromised force sensor system alarm . The customer¿s blood glucose level was 190mg/dl at the time of the incident. The insulin pump will be returned for analysis.